Event description:
Reporter alleged the customer obtained a result of 220 mg/dl on the aviva system while feeling shakiness. Reporter stated, the customer was given food as treatment. Reporter stated that an hour later, the customer awoke, yelling and felling weird. The aviva system was used again to obtain another result of 220 mg/dl. Reporter stated the paramedics were called, obtained a result of 37 mg/dl on their system, and the customer was given an IV with sugar water and then a peanut butter and jelly sandwich. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.